Event description:
The customer reported having an accident while driving and being hospitalized. The customer stated that she experienced an insulin reaction, which caused him to pass out while driving on the freeway. The insulin pump was lost while being air lifted to the rehab center. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.